Event description:
Over the past 60 days, several patients on this particular device were over-heating periodically for reasons not understood. Tests were done on warmers but the problem could not be identified until it was discovered an issue with the round piece of tape on the warmer sensor which attaches to the patient. The tape which acts as an adhesive to the child as well as a heat blocker for the sensor would inexplicably detach from certain patients. We believe the tape comes loose due to a patient's skin humidity. When this occurs the sensor does not adequately detect the patient's temperature (reads cooler) thus the patient begins to overheat. These events have not led to patient harm.